Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that there were tiny holes in the infusion tubing and insulin leaked from the infusion set. No adverse event reported. Return of the suspect device was requested for evaluation.